Event description:
It was reported the device super cap post error and clutch. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken and the top case was cracked front corners. The bottom case had seal damage. There was a super cap post and check clutch/ plunger lever errors in history. Customer stated problem could not be verified after multiple flow and occlusion tests for the check clutch error. The supercap post error was verified at start-up. When checking alarm history noticed the clutch was released during an infusion causing the check clutch/ plunger lever error. The pump had a low profile black panasonic supercap. The root cause was attributed to customer on clutch, unable to determine on supercap error. The manufacturer replaced main board for supercap post error.